Event description:
The customer reported that when the surgeon attempted to activate the device's cutting mechanism, the knife blade was found to be protruding, facing perpendicular to the jaws of the device.

Manufacturer narrative:
(B)(4). One device was rec'd for evaluation. Visual inspection found the knife was protruding from the jaws. The jaws would not open or close due to the protruding knife. The customer's reported condition was confirmed and attributed to user error. Knife trap happens when the blade is extended and the jaws are not completely closed. This allows the knife track to open too wide and the blade moves out if its track. As a safety measure, the knife must be retracted in order to open the jaws. The tissue in the webbing may have prevented the knife from retracting far enough to allow the jaws to open. More frequent cleaning could have reduced the difficulty in activating the cutter. A device history review has been completed. No entries pertinent to the customer's report were noted.